Event description:
It was reported that 1 bd needle clipper safe-clip had a safeclip jammed issue. The following information was provided by the initial reporter : the consumer stated that the needles will no longer go into the needle clipper for use clipping 29 g needles. Date of event : unknown; samples : available.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. A device history review was conducted for lot number 4050320. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd corporate headquarters in (B)(4) has been listed in the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd needle clipper safe-clip had a safeclip jammed issue. The following information was provided by the initial reporter: the consumer stated that the needles will no longer go into the needle clipper for use clipping 29 g needles. Date of event: unknown. Samples: available.

Event description:
It was reported that 1 bd needle clipper safe-clip had a safeclip jammed issue. The following information was provided by the initial reporter : the consumer stated that the needles will no longer go into the needle clipper for use clipping 29 g needles. Date of event: unknown. Samples: available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd corporate headquarters in (B)(6) has been listed in the (B)(6) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.